Event description:
It was reported that the patient experienced syncope and bradycardia. It was also noted that the implantable pulse generator (ipg) exhibited pacing below the lower programmed rate and failure to pace was also observed. Variable thresholds and intermittent capture were further reported on the right ventricular (rv) lead and the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.